Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation there was a "check rv lead" message that displayed. It was not known if this message was due to an intrinsic heart rate measurement or pacing impedance measurement. The patient planned to be monitored on a regular basis. To date, there have been no adverse patient effects reported.